Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that the patient experienced a ventricular tachycardia (vt) episode and was sweating and lightheaded. The patient presented to the hospital with a heart rate of 160 beats per minute (bpm) and was told by the physician that the device did not "recognize (the) heart rate (and that it) wasn't back in normal rhythm (so) it didn't deliver any therapy." The patient noted the physician reprogrammed the device to shock at 145 bpm and changed the patient's medications. Follow-up was attempted with the physician's office to determine if the device settings and patient medications needed optimization for the patient's particular condition or if therapy was inappropriately withheld by the device, but no additional information could be obtained. The device remains in use. No further patient complications have been reported as a result of this event.